Manufacturer narrative:
Occupation: health professional (hpro). (Surgical intervention). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open low anterior resection, on closure of the rectum, the instrument could be triggered correctly. The anastomosis was made with another circular stapler. The donuts of the circular stapler were complete. During the leak test, a leakage was detected. The surgeon overstitched the leakage to complete the case.